Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link connector of a non-dehp microbore catheter extension set was loose and the connector came off during patient use. The issue was further described as " the patient kicked at the line and the one link connector detached from the line". There was no report of patient injury or medical intervention associated with this event. No additional information is available.